Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Temporary pump stop: the cause of the temporary pump stop was not determined due to lack of clinical details, no product or data logs returned for analysis. Low or blocked pump flow: the cause of the pump flow issue was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
Section d1 brand name corrected.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex was inserted via the right femoral artery in a 66-year-old female who presented with acute myocardial infarction complicated by cardiogenic shock. The patient had a known history of coronary artery disease and diabetes mellitus. She required vasopressor support and mechanical ventilation for respiratory support and was classified as society for cardiovascular angiography and interventions stage e cardiogenic shock. The purge solution consisted of 5 percent dextrose in water with 25 milliequivalents of sodium bicarbonate. The cardiology team was actively weaning the impella rp flex in anticipation of planned explant. The support level had been reduced prior to the event. During this period, the device experienced a temporary pump stop and flows were noted to be 0.0 liters per minute. The clinical team was notified, and the performance level was increased in an attempt to re-establish flow. Flows improved and were maintained at approximately 2.0 to 2.1 liters per minute. Given the temporary pump stop and associated hemodynamic instability, the decision was made to proceed with device explantation. The impella rp flex was removed at the bedside. After device removal, no additional mechanical circulatory support was required. The patient remained hemodynamically stable. Hemostasis at the femoral access site was achieved with placement of mattress sutures. No bleeding was observed from the groin site, and distal pulses were palpable and detectable by doppler examination. No further issues were reported. The event was reported as temporary pump stop, hemodynamic instability, and medical device removal. Temporary loss of flow can occur in critically ill patients due to changes in preload, right ventricular filling conditions, or weaning adjustments. Based on review of the available information, the reported event is consistent with the clinical context of severe cardiogenic shock and device weaning, and no information was identified to suggest that the device contributed beyond known risks of temporary mechanical circulatory support. The patient survived.